Event description:
It was reported that a review of this implantable cardioverter defibrillator (ICD) data was requested to technical services (ts) as reportedly, the nurse was observing the patient and described them as lifeless for a period of time. There is some undersensing of the ventricular fibrillation (vf) observed and programming suggestions were requested to ts. Upon review of the device data by ts, it was discussed that there is some undersensing due to cross chamber blanking after an atrial pace and the rhythm degrades to what appears to be polymorphic vf. The patient had to be rescued by an external defibrillator. Programming recommendations were provided by ts. The ICD remains in service. No additional adverse patient effects were reported.